Event description:
During pm, technician discovered siderails not latching properly.

Manufacturer narrative:
Technician replaced siderail inline spring kit on all siderails to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.